Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after the carotid artery stenting (cas), hemostasis for the puncture site where an 8 fr sheath was used was successfully achieved with the 8fr angio-seal device, and the patient was returned to the ward. However, after the patient was released from bed rest, re-bleeding occurred. Examination of the bleeding site also revealed a hematoma. Health damage for the patient was not serious. The procedure before deploying the device was a carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. Details of the puncture site and the vessel diameter are unknown. The initial hemostasis was achieved with the first device. There were no other devices or equipment used with the reported product. Additional information was received on 31jul2023: the hematoma remains; however, the patient has no major health problems. The estimated blood loss was less than 250cc. The size of the hematoma at the time of discovery is unknown, however at present it is getting smaller, measuring 12 mm x 6 mm. Additional manual compression was applied to the hematoma and the patient was placed under observation. The patient was kept on bed rest for approximately 24 hours. During bed rest, the patient bent the leg, but it was not a movement that might apply considerable force to the puncture site. Computed tomography (CT) scan revealed scattered calcifications in the lower extremities.